Event description:
The customer observed false reactive alinity I (toxoplasmosis) toxo igg results on one pregnant patient depend on insulin. The results provided were: on (B)(6) 2023 sid (B)(6) initial= 25.5 iu/ml (> or = 3.0 iu/ml=reactive) / repeated=24.5 and 24.5 iu/ml /previous history on (B)(6) 2023 =3.8 iu/ml; western blot=negative; 28aug= <1.6 iu/ml (< 1.6 iu/ml=nonreactive). Additional information provided: toxo m on alinity (B)(6) =0.06 index (nonreactive); western blot=negative there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review and device history record review of the alinity I toxo igg reagent lot 54041be00. The ticket search determined that there is as expected complaint activity for the likely cause lot 54041be00. A review of tracking and trending data did not identify any related trends for the product for the issue. Return testing was not completed as returns were not available. Historical performance of reagent lot 54041be00 was evaluated using worldwide data from abbottlink. The median value for normal population results for the lot is within established baselines and comparable with all other lots in the field and confirms no systemic issue for this lot. Device history record review did not identify any non-conformances or deviations with the likely cause lot(s) and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I toxo igg reagent, lot 54041be00.

Event description:
The customer observed false reactive alinity I (toxoplasmosis) toxo igg results on one pregnant patient depend on insulin. The results provided were: on (B)(6) 2023 sid (B)(6) initial= 25.5 iu/ml (> or = 3.0 iu/ml= reactive) / repeated=24.5 and 24.5 iu/ml /previous history on 02dec=3.8 iu/ml; western blot= negative; 28aug= <1.6 iu/ml (< 1.6 iu/ml= nonreactive). Additional information provided: toxo m on alinity (B)(6) =0.06 index (nonreactive); western blot= negative there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6) . An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.